Event description:
An ocd scientist obtained unexpected positive vitros ahbs results (13.4, 12.1, 34.0 miu/ml) versus expected negative results (< 8.0 miu/ml) from three samples run during a routine internal test event using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient results are affected. The unexpected positive vitros ahbs results were not reported to a health professional. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected positive vitros ahbs results were obtained from three different samples during a routine internal test event using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause. An instrument issue, a reagent issue, or the use of expired reagent cannot be ruled out as contributing factors. Although expired vitros ahbs reagent was used for this internal test event, the samples were expected to produce ahbs negative results. Internal investigation by ocd confirmed the potential for generating unexpected positive test results when using vitros ahbs lots 4130, 4140, 4150, and 4160 which were only distributed in (B)(4). Per tc13-197, ocd (B)(4) was notified of this issue on (B)(6) 2013 and was instructed to stop using the affected product after 26 weeks of age. Vitros ahbs lot 4130 was beyond 26 weeks of age at the time of the notification, therefore, all users were to discontinue use of this reagent lot. The vitros ahbs reagent product distributed in the USA has a shelf life of 26 weeks of age.